Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010 is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to a physical damage applied on the lamp door. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before delivery. There was no report of patient harm. When checking the internal dust, I opened the lamp door and it fell off.